Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair details and patient information.

Event description:
The customer reported that the blower is not running. The customer reported that the unit was in use on patient, but there was no patient harm.